Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Patient demographics requested however not provided.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "defective tubing, lawson# 321958 main tubing. This tubing is leaking at the connection area. Ref: (B)(4) bd alaris pump infusion set. I've had 3 issues reported to me in the last 6 months."

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "defective tubing, lawson# (B)(4) main tubing. This tubing is leaking at the connection area. Ref: (B)(4) bd alaris pump infusion set. I've had 3 issues reported to me in the last 6 months." It was reported that the set leaked at an unspecified location. Although requested there was no additional event details provided.